Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). The cause of the therapy being on unexpectedly was not determined and they said the doctor and manufacturer representative (rep) did not know. They ended up having surgery to look at the device and check the wires. The wires ended up being disconnected. The problem was fixed in surgery and is taken care of. The issue was resolved. The machine now works perfectly.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2y71u); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they had surgery on their foot on (B)(6) and when they woke up from the procedure, they started having a lot of pain in their back, like nerve pain. When they barely touch the back where the stimulator is, they could feel a wire and it was protruding up. It hurt really bad in that area about the size of the palm of your hand. The caller turned the stimulation off and it didn't do anything. Helped caller attempt to communicate with the implant to be sure it was off. The handset was not finding the communicator. Attempted to switch communicator, that did not work. Toggled bluetooth off and on, toggled location services off and on. Closed all apps. Caller was only seeing communication interrupted. Power cycled handset and communicator. Caller was able to connect to implant and see that it was actually turned on. Caller turned off the therapy and the pain subsided. Redirected to hcp.